Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced toxci anterior segment syndrome (tass). No diagnostic cultures were performed. Bilateral sequential surgery was performed. Patient wore contact lens prior to icl surgery and used ophthalmic drops - purified sodium hyaluronate and moxifloxacin. Patient was compliant. Lens explanted and replaced with different diopter lens. Problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
Toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4)

Manufacturer narrative:
H6- method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).